Event description:
The complainant reported that during the clinicians' replacement of the enteral feeding device that had been placed in the pt in 2004, the bumper on the first device tore and became completely detached from the tubing and remained in the pt's stomach. The clinicians then successfully removed the bumper from the pt with the aid of a snare. The complainant indicated that there was no adverse effect on the pt as a result of the reported problem.